Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that when attachments were connected to the motor device, the motor was not powering up ¿pushing out power.¿ there were no delays to the planned surgical procedure as a spare device was available for use. The procedure was completed successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not secure the cutter. It was also observed that the pawls were damaged causing the cutter not to lock in which is why the device seemed to have no power. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error by pushing on the disconnect sleeve while the device is running damaging the pawls. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.